Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 454 mg/dl at the time of incident. The customer was treated in the emergency medical service. It was reported that the insulin pump was dropped down and was damaged. The customer was advised to discontinue the insulin pump. The insulin pump will not be returned for analysis.